Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign material in the suction channel. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found the findings previously stated in section b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h6. Correction to g3 of the initial medwatch. The aware date should be 13mar2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use.   Based on the results of the investigation, olympus confirmed that foreign material came out of the device, also that the residue point was deformed, but neither the type of material nor the root cause can be identified. The event can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in gif-1200n operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif-1200n reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.